Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. The lesion being treated was located in the severely tortuous and calcified left anterior descending artery (lad). The lesion was predilated with a 1.5x8mm apex balloon and then a 2.75x20mm taxus liberte stent was advanced to the lesion. The physician pushed too hard and the catheter snapped just before the hub outside the guide catheter. The physician pulled out the taxus liberte stent and inflated a 2.0x20mm apex balloon in the lesion. The physician then attempted to advance a 2.75x16mm taxus liberte stent; however, the physician again felt resistance and the shaft of this device snapped just before the hub of the device outside the guide catheter as well. The physician placed two non bsc stents, sizes 2.75x20mm and 2.75x24mm in the lesion and also implanted 3.0x16mm taxus liberte. The lesion was post dilated with an unspecified balloon and the procedure was completed. No patient complications were reported with the patient's current condition listed as "okay". However, the returned product confirmed a shaft break 18cm distal from the strain relief.

Manufacturer narrative:
Around 60 years of age. Product analysis found that the hypotube was broken 18cm distally from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. The returned catheter was visually and tactilely examined along the entire length and no other damage was seen other than the broken hypotube. The distal end of the stent delivery system was inspected under magnification and found the tip damaged. No damage to the stent was noted. Contrast was visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The manufacturing record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).